Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare provider reported left side intracapsular rupture confirmed by MRI. The device remains implanted.

Event description:
Device has been explanted.

Event description:
Healthcare provider reported, left side intracapsular rupture. Confirmed by MRI. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, an opening on posterior assessed, as an unidentified (tear) opening (shell thickness within spec). Additional observations: no other observations observed, on the device. No further actions are required, as the device was implanted.